Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, customer had inserted a sensor in the stomach. When customer attempted to connect the sensor it would work. Customer then removed the sensor and noticed the electrode was missing. Customer's blood glucose was 15 mmol/l. Customer doesn't recall any issues which may have caused the issue. Customer is not returning the sensor for analysis.